Event description:
It was reported the customer was experiencing a high blood glucose of 600 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling tired and light headed from their high blood glucose. Customer's mother also reported that the customer's carelink reprot and insulin pump do not have the same data. The mother also reported the customer did not receive their basal and the threshold suspend feature was prompted. It was also found the customer had a circle on on the screen. Customer's insulin pump will be replaced due to the conflicting data from carelink and the insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.